Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the remote manager controller printed circuit board (pcb) and latch contact. A field service engineer replaced the remote manager controller pcb and applied carbon grease to the latch contacts to ensure proper electrical conductivity and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not opening and showing hardware had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.